Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (cannot complete functional testing) has been confirmed. As received, there were multiple cables missing from the electrode belt. The cable connecting the distribution node (dn) to the rear therapy electrodes and the cable connecting the dn to the front therapy electrode were missing. Upon investigation, the j703 connector (ECG a, b and front te cable) was also found to be pulled from the dn pca. The root cause for the missing cable and damaged connector was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt was unable to complete functional testing.